Manufacturer narrative:
The complaint allegation is not confirmed. The complaint devices were not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that the most likely misuse due to user error from excessive force applied when tensioning the sutures. Dfu-0147-eor2_fmt_en. G. Precautions. 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.

Event description:
On 09/20/2024, a sales representative reported via phone that an ar-1588rtt2 fibertag tightrope ii implant had one of the two tensioning sutures break close to the button. This occurred when the surgeon was tensioning the graft into the tunnel. The broken btb tightrobe suture was removed from the patient, and the case was completed using an ar-1588btb-ib tightrope ii btb with no issues. The case was delayed more than 15 minutes. This was discovered during an acl reconstruction procedure on (B)(6) 2024, with no reported patient harm.